Event description:
It was reported that pump experienced malfunction that displayed malfunction code, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code occurred again, which customer understood and acknowledged.